Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/22/2014 with the following findings: the last basal delivery was on (B)(6) at 16:04 and the last bolus was on (B)(6) at 15:52. Black box shows unexplained loss of prime event on (B)(6) 2014 15:07; deliveries resumed when pump was primed at 15:33. The pump history shows no alarms outside the range of normal patient use. Total daily dose adds up correctly and reflects the users programmed basal rate. The pump passed a delivery accuracy test and was found to be operating within required specification and delivering accurately. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2014 reporting that the patient had a blood glucose (bg) of 500mg/dl with nausea. The patient was treated with 15units via injection by a healthcare professional at the patient¿s doctor¿s office. Customer support (cs) reviewed settings and all settings are correct. This report is being made due to the bg excursion the patient experienced due to an alleged history settings (inaccurate delivery) issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.